Manufacturer narrative:
The product has not been returned. The administrator at the facility stated that they already replaced the actuator on the lift and disposed of the old actuator, therefore no product is being returned. There were no photos available of the alleged issue. The administrator states that replacing the actuator resolved the issue. He also stated he could not provide details about the patient due to hipaa. No medical intervention was alleged. He said the state came in and did an inspection of the facility and there were no negative findings. Should additional information become available, a supplemental record will be filed.

Event description:
The boom actuator broke away from the mast mounting bracket during patient lift and transfer.